Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the customer alleged pump "wasn't working". Customer was admitted to the hospital and was discharged after a week. Customer did not provide blood glucose level or further information regarding the hospitalization. Customer's educator discussed event with customer. Pump settings were correct and pump history showed "some alarms and suspensions, but no alarms about malfunctions". Customer has other concomitant health issues, and may still be on dialysis. Customer goes days without his sensor, and has had missed boluses/bolus adherence issues in the past. However, educator did not know if pump was cause of event and advised customer to use an alternate method of insulin therapy. Upon follow up, customer declined to provide further information and declined tandem technical support's offer to troubleshoot.